Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-15685. Related manufacturer reference number: 2017865-2019-15686. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown.